Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. It was noted that the patient was in ventricular tachycardia (vt) and the implantable cardioverter defibrillator (ICD) withheld therapy due to the onset discriminator. Several episodes were classified as supra ventricular tachycardia (svt). The device remains in use. No patient complications have been reported as a result of this event.